Event description:
It was reported that during implant of the atrial lead, the physician had difficulty inserting it into the header port of the pulse generator. The lead was able to be fully inserted and was successfully implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.